Manufacturer narrative:
The returned device analysis did not confirm the reported single gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints from the lot. All information was investigated, and a cause for the single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The mitral valve had a restricted posterior leaflet. One clip was inserted and successfully deployed on the mitral valve. To further reduce mr, a second clip was inserted. However, while grasping, it was observed one of the grippers did not fully lower. The clip was brought back into the left atrium (la) and troubleshooting was performed. The issue continued to occur; therefore, the clip was removed and replaced. An additional clip was inserted and deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.